Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was hospitalized for underdose symptoms of shivering and increased pain. There was alleged product issue. Troubleshooting was to be performed. Patient status at the time of the report was alive with no injury. The device system delivered morphine. It was later reported that a catheter access port (cap) test was performed and was successful; there was no abnormality with the cap. The pump was interrogated and there were no messages indicating a pump failure. Patient outcome was unknown. Additional information has been requested but was not available at the time of this report.